Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient condition. The reported recurrent mr and dyspnea was a cascading event of the reported slda. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve reducing mr to a grade of 1-2. At the two day follow up imaging, it was noted that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The patient had also returned with shortness of breath and recurrent mr at grade 4. A re-do procedure was scheduled for (B)(6) 2024.